Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of an emerge balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was a complete separation at 42.1cm distal of the strain relief. There was blood in the guidewire lumen. The balloon was tightly folded. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that during preparation a shaft break occurred. The 90% stenosed target lesion was located in a mildly calcified vessel. A 3.00mm x 12mm emerge balloon catheter was selected for use. However, the shaft broke at 75 cm from the hub as it was pulled out of the carrier hoop. The procedure was completed with another of the same device. No patient complications reported and the patient was stable.

Event description:
It was reported that during preparation a shaft break occurred. The 90% stenosed target lesion was located in the mildly calcified vessel. A 3.00mm x 12mm emerge balloon catheter was selected for use. However, the shaft broke at 75 cm from the hub as it was pulled in out of the carrier hoop. The procedure was completed with another of the same device. No patient complications reported and the patient is stable.